Event description:
The customer reported that the system displayed a 'generator error'. This error is likely to result in an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries was evaluated and replaced. The system was tested and found to be working as intended and returned to service.